Event description:
During screw length measurement, the depth gauge broke. A synthes small frag depth gauge was used instead.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as having met specifications prior to distribution. The hook was detached due to a broken welding seam. Lines of rest on the breakage surface indicate that the welding seam broke due to a fatigue fracture caused by several slight bending overloads. Based on the manufacturing date the gauge broke due to a mix of bending overload and a long term usage.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During screw length measurement, the depth gauge broke. A synthes small frag depth gauge was used instead.